Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va09h0z, implanted: (B)(6) 2013, product type lead; product ID neu_pt m_prog, serial# unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulator was replaced due to the battery being dead. The stimulator had stopped working.

Event description:
It was reported that the patient wasn't feeling stimulation. The patient usually felt stimulation at 5.7v, then it went up to 8.0v. The patient couldn't understand why it went up. The patient couldn't feel that it was working. This happened yesterday, but the patient had been having problems back and forth. They tested batteries, and they were ok. The patient last felt sensation a couple days ago. They got the check mark program 4 and 8.1v. The patient couldn't remember if she was usually on program 4 or what. They were going to switch the patient to another program because the patient usually feels it. When trying to switch programs, the patient couldn't get communication with implant again. The patient thought implant had maybe gotten smaller to where she can't find it as easily as she used to. The patient hadn't had any weight changes. The patient planned to call back when she had her son with her to help use the programmer. It was later reported that the patient was experiencing a loss of therapeutic effect. The patient had stim at 5.7v up to 8v and didn't feel stim. The patient lost stim sensation about 2-3 weeks ago and the patient had a return of symptoms as of a week ago. No falls/trauma prompted the situation. The patient had tried calling her doctor's office but no one has gotten back to her about the situation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported that her first ins(stimulator) was replaced after less than 1 year of being implanted. It was unknown if the stimulator was replaced due to a malfunction or normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect. The patient was upset because "they said it was not working so they would not have to put another one in." The patient felt she maybe should have taken it out. It was stated that therapy was helping her at the beginning. The onset of the loss of therapeutic effect was stated to be gradual. The patient denied any accident or incident relate to the event. It was stated that the device was not working and the hcp wanted to give the patient a new one. This was decided when the hcp was made aware that "it only worked in the buttocks and not in the front." This was reportedly determined approximately a month ago. The stimulation was reportedly working this way for 1-2 months. The patient noticed that therapy was not having the same effect of "trying to run to the bathroom." The patient was supposed to have surgery on (B)(6) 2014, but she did not sign the papers. The patient then goes on to say that she thinks she decided to just take the implant out. It was further stated that the patient was asked earlier by the hcp if she wanted the device explanted. The patient told the hcp she wanted to think about it first. The patient was encouraged to discuss her surgical risk concerns with her hcp.